Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the patient got (B)(6) around the beginning of (B)(6) 2020, and had the pump removed on (B)(6) 2020. The patient did not have another pump implanted because the healthcare provider said that there were too many "problems" (note: see mfg. Report # 3004209178-2020-06442 for information related to the previous "problems.")